Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of a no image malfunction was confirmed. The device evaluation found a scope communication error occurs. Additionally, the camera cable and video connector are damaged. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. Based on the investigation results, the video connector and camera cable were broken, resulting in the scope communication error, which is presumed to have led to the non-image event. Instructions for use (IFU) addresses this failure: precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Important information ¿ please read before use ·precautions for disappeared or frozen endoscopic image [caution] ·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Reprocessing: general policy [warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] ·if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Precautions for disappeared or frozen endoscopic image [caution] ·do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. [Warning] ·do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the high-definition autoclavable camera head has "no image coming up when plugged into the processor". There were no reports of patient harm.